Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, while flushing and sealing the tubes of the product, the blood at the tip of the product could not be flushed out and gathered at the connection between the needle tail and the catheter. This condition occurred after five consecutive replacements. The customer reported that if blood aggregated and accumulated to form a thrombus that entered the veins, it would have a serious impact on the patient. No specific patient harm/adverse event was reported.

Manufacturer narrative:
Received two used devices, one (1) customer image and two (2) customer videos were returned showing the residual blood within the tubing-needle area. As received, there were no damages or anomalies observed. In order to replicate clinical use, the samples were connected with an ICU medical provided syringe, and flushing was performed. No difficulties in flushing were observed. No occlusions were observed. The samples were tested again using simulated blood, sharing the color and viscosity of human blood. The simulated blood does not have any inherent coagulating properties. After the samples were flushed, the needle was submerged, and fluid was withdrawn. This was repeated five times, infusing and withdrawing simulated blood using an ICU medical provided syringe. During inspection of the gap at the tubing-needle connection, simulated blood residue was observed indicating a leak. However, the complaint of an occlusion cannot be confirmed nor replicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.